Manufacturer narrative:
A general reagent problem can be excluded based on the qc and calibration data. The investigation determined the event was consistent with a preanalytic issue (short centrifugation time) at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was within specifications. The initial and repeat results had "qc error" data flags because of a qc pending order. The customer installed two types of qcs but uses only one. The investigation determined that the qc levels 1 and 2 were mostly within +/-2 standard deviations (sd) with some outliers. The centrifugation setting was 5 minutes at 5000 rpm. The investigation determined that the centrifugation time may be too short. The alarm trace did not indicate any issues. The investigation is ongoing.

Event description:
The initial reporter received questionable glucose (gluc3) results from three patient samples tested on the cobas pro c 503 analytical unit with serial number 2168-02. The initial result was not reported outside of the laboratory. The reporter stated that the initial results looked abnormal which prompted a rerun of the patient samples to a competitor analyzer. The reporter was not able to provide the results from the competitor analyzer. The field applications specialist (fas) reran the qc and the patient samples. They noted the following discrepant results: sample 1: the initial result was 2.65 with a data flag. The repeat result was 4.93 with a data flag. Sample 2: the initial result was 1.72 with a data flag. The repeat result was 5.08 with a data flag. Sample 3: the initial result was 2.39 with a data flag. The repeat result was 4.72 with a data flag. The higher repeat results were deemed acceptable.